Event description:
During a procedure performed with a cool pain duo ablation catheter, the irrigation port became detached prior to the onset of radiofrequency ablation. The catheter was replaced and the procedure continued with no consequences to the patient.

Manufacturer narrative:
One therapy cool path duo 7f catheter was received for evaluation. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached from the catheter handle. Functional testing of the device could not be completed due to the observed damage. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. A quality improvement project was implemented to address this issue.